Event description:
A review of service data has detected a reportable event. Upon servicing, charger/modem sn (B)(4) was resetting. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the u13 cmos flash microcontroller was shorted on the bedside board. The cause of the charger/modem resets is the shorted u13 component. The root cause of the shorted u13 component could not be positively identified. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any deficiencies.